Event description:
It was reported that the device could not be interrogated. The magnet rate was 85 ppm. The device was found to be at eri, but interrogation should still be possible. Interro- gation was unsuccessfully attempted with two different programmers.